Manufacturer narrative:
Investigation conclusion: retain testing yielded expected results. All 2x lod replicates were detected. Unable to duplicate customer complaint. False negative results could be due to samples falling below the limit of the detection of the assay. Root cause: could not duplicate with retains. Unable to determine. Source: email.

Event description:
Reported false negative result for 1 symptomatic patient. The customer communicated the result tested positive by another molecular (pcr testing) method. The customer was unable to provide further details and clarification.